Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient suffered an abdominal hematoma/perforation and also developed renal failure and pancreatitis. An angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the superficial femoral artery (sfa). The catheter was used in power pulse mode to inject lytic to the lesion area. During this, the patient complained of pain (rating 9/10). The physician stopped power pulse and switched to thrombectomy mode to extract the thrombus. Power pulse was then used again; however the patient again complained of pain. The procedure was completed with the majority of the thrombus cleared. The patient was put on an infusion catheter overnight for the procedure to be completed the following morning. Overnight, the patient complained of more abdominal pain. The patient was given a computed tomography (CT) scan which showed an abdominal hematoma/perforation. The patient also developed renal failure and pancreatitis. The patient is in stable condition.

Manufacturer narrative:
Describe event or problem: updated. (B)(4).

Event description:
It was further reported the patient was quite sensitive and probably had sensitive kidneys thus resulting in renal failure that corrected itself. The physician did not blame the device for the outcome.